Manufacturer narrative:
(B)(4). The sample was received and evaluated. Visual inspection was performed, and separated tubing to patient connector was noted. Leak testing, clear passage test, and clamp function testing was performed with no issues noted. The sample was confirmed for the reported problem. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that the transfer set detached between the transfer line and the titanium adapter. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.